Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) delivered several inappropriate shocks. Damage to the associated transvenous defibrillation lead was confirmed via chest x-ray (cxr). The rate/sense impedance was high and out-of-range. Attempts to interrogate the ICD were unsuccessful. The device was explanted, replaced and returned for laboratory evaluation. The lead was surgically abandoned and replaced with a nonguidant lead.